Event description:
Customer reports to have received an unexpected restart alarm. Customer's blood glucose was unknown. During troubleshooting, alarm history showed multiple unexpected restart alarm and multiple signal too low alarms. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the self test and reset error test with no error alarms. However, the insulin pump was received with some cosmetic damage.